Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es correct dose was not being communicated. Vancomycin was displayed in the cabinet as 1.5 mg instead of 1.5 g, and the system did not prompt the user to remove two vials of the 1 g medication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.